Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right breast implant saline mentor siltex round moderate profile 300cc, lot number 129899, catalog number 3542645 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with mentor siltex round moderate saline breast implants which the left side deflated after implantation. The issue was confirmed by physical examination. It was noted that removal only now, patient may want the implants to be implanted later. As a result, patient underwent bilateral removal on (B)(6) 2018.

Manufacturer narrative:
On 4/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).